Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging sleep disorder due to wind noise. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. H11 should be as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging sleep disorder due to wind noise. The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation, customer complaint not able to be reproduced. The third-party service center concludes that they couldn't confirm the customer allegation and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.